Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated artifact and false waveforms when the device was connected to a patient by emergency medical services staff. The customer reported there was harm to the patient. Additional details have been requested.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated artifact and false waveforms when the device was connected to a patient by emergency medical services staff. The customer reported there was harm to the patient. A philips repair bench technician evaluated the device and was unable to duplicate the symptom. During troubleshooting, the battery printed circuit assembly (pca) was found to have its pins pushed in and the display shield was worn-out, making it difficult to see anything through the screen.